Event description:
An advia 120 neutrophil count was obtained on a pt diagnosed with possible neutropenic septicemia. A new sample was run a few days later and a neutrophil count that showed some improvement was reported. The result was questioned by the care provider. The blood film from the sample was then reviewed and a corrected report was issued. There are no reports of adverse health consequences or pt intervention due to the discordant neutrophil count.

Manufacturer narrative:
Based on the info provided by the customer, the cause for the discordant neutrophil results was due to the results not being reviewed at the instrument before being sent to their host computer. The sample was properly flagged by the advia 120 instrument, which would require the operator to review results before they are reported. The customer does not have the advia 120 option set to transmit result flags from the instrument to their host computer therefore, the results were also released from the host computer without review. The instrument is performing within specs. No further eval of the device is required.